Event description:
The user facility reported that the case was a percutaneous coronary intervention (pci). The run through wire got caught up in the stent and the physician tried to pull the wire out and it pulled the stent and all out. The stent was believed to be an onyx stent. The patient was in stable condition. Medical intervention to be determined (tbd), however for now they are watching the patient. The stent was in the radial artery. They switched to groin access and was able to deploy a fresh stent over a new wire. Additional information was received on 21 july 2022: the stent ended up in the patient's radial artery and was fine. There is a sample to return. No intervention was necessary. There was no allegation the against wire.